Event description:
It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the handle cannula bent after a few successful uses of the snare, after which the loop could no longer be retracted. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the handle cannula bent after a few successful uses of the snare, after which the loop could no longer be retracted. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found a kink in the sheath near the device handle. It was also noted that the handle cannula was bent, which rendered functional testing of the device impossible. The condition of the returned device was consistent with the complaint that the handle cannula bent and the device would not subsequently retract; the complaint was confirmed. Manipulation of the device during the procedure likely caused the kink near the handle, causing resistance during subsequent attempts to actuate the device. This resistance can cause the handle cannula to bend. As the issue occurred after a few successful uses of the device, it is likely that anatomical and/or procedural factors limited the performance of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.